Event description:
Technician alleged that the head up function was not working. The function does not work manually or under power. No patient impact.

Manufacturer narrative:
After troubleshooting the technician determined the issue to be a faulty valve guide tube. The technician replaced the head up valve guide tube to resolve the issue.